Event description:
It was reported that the patient with this pacemaker system visited the hospital after experiencing dizziness symptoms. During device interrogation, the rv lead exhibited loss of capture (loc) and was determined to have dislodged. An rv lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.

Manufacturer narrative:
This lead was returned intact to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual examination of the lead body and electrode tip was performed and found no anomalies and revealed no abnormalities except for dried body fluid in the helix housing, which is normal for active fixation leads and surgery related damage which is not considered abnormal. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the patient with this pacemaker system visited the hospital after experiencing dizziness symptoms. During device interrogation, the rv lead exhibited loss of capture (loc) and was determined to have dislodged. An rv lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.